Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that while navigating, an accuracy issue occurred and a misalignment if approximately 2mm was shown. The pointer was used first, then the midas stylus was used and then the cervical probe was used after that. The cervical probe had good accuracy. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Manufacturer updated to proper value.